Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to the emergency room on (B)(6) 2017 at 6:30 pm due to high blood glucose. The customer¿s blood glucose during the incident was over 600 mg/dl. The customer had treated with a bolus from a syringe. They were wearing the insulin pump at the time of hospitalization. They did not report any significant events leading to the hospitalization. The customer¿s current blood glucose was 212 mg/dl. Troubleshooting was performed on the insulin pump and insulin exited without incident. The drive support cap was flushed. Additionally, the customer also reported getting a displayable history crc check failed on startup alarm. The insulin pump will not be returned for analysis.